Manufacturer narrative:
Not reuse of a single-use device. Initial reporter did not send a report to the FDA. It was initial use of the device in this event. In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found evidence of biological contamination. The middle tube tip was detached from the assembly and was returned with the rest of the device. There was insufficient information to isolate an individual cause; as each possible cause is equally likely.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. This device is used for therapeutic purposes.

Event description:
It was reported that a 4mm rad12 m4 rotatable blade came ¿apart at the tip¿ intraoperatively. When the doctor ¿noticed it didn't feel right¿, he ¿removed it from the patient and that's when the tip came off¿. Another device was used to proceed with the case. This is the only information provided and the surgery was completed with no report of patient impact or injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.